Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows moderate electrode wear with a significant amount of discoloration on the tip. There is a significant amount damage to the black shrink tube and exposed shaft which is most likely due to plasma etching. The cable has been severed prior to being received; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified as there is damage to the black insulation (black shrink tube) and the root cause could not be determined with confidence. Damage to the device is inconsistent with the reported event that the failure occurred prior to the procedure as the device shows moderate electrode wear. Factors that could have led to the damaged black insulation includes: the device coming into contact with another metallic object during activation or having insufficient saline solution which causes plasma etching. The instruction for use (¿IFU") outlines instructions, warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Device evaluated by the manufacturer. (B)(4).

Event description:
It was reported that the starvac had the sheath melted, it happened before a procedure. No patient injuries were reported.